Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noticed that the trailing haptic fused to posterior side of the haptic, extremely difficult to remove, required additional viscoelastic and manipulation. Lens remained in eye. Additional information has been requested, yet no new information received.